Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
The consumer reported upon unwrapping one tampon for use and visually inspecting according to label instructions, she noted the string was not visible/alleged to be missing. She did not use the tampon and proceeded to unwrap the remainder of the tampons from that carton. She alleged that all tampons within the carton were missing strings. There was no harm reported, as the tampons were not used.